Event description:
Related manufacturer report number: 2017865-2023-00172. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited dislodgement. The right ventricular lead delivered inappropriate shock. Both leads were explanted and successfully replaced. The patient was stable following procedure. Further information was requested, but not yet available.